Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Damaged downstream occlusion (dso) seal was found. To resolve this issue, the dso seal will be replaced. Functional test was performed. Accuracy test was also performed - test failed (-3,768%, -4,712%, -4,808%). Customer's problem of "it is not working" was duplicated. The root cause was the defective expulsor. To resolve this issue, the expulsor will be replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device was "not working." There was unknown patient involvement and unknown patient harm/adverse event reported. The following information was provided by the investigation: visual test was performed - found swollen downstream occlusion (dso) seal. Accuracy test was performed - test failed (-3,768%, -4,712%, -4,808%). The expulsor was found to be defective.